Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device passed a charge and boot test. Functional tests were performed and passed. The data log was downloaded and retrieved. The data log was reviewed and no findings related to the complaint were observed. The device was opened for an interior visual inspection and passed. The complaint confirmation of a receiver ceasing to function could not be confirmed. The root cause could not be determined.